Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported '"device shut down unexpectedly during infusion" was confirmed. Visual inspection was performed and observed that the battery pins on the rear case were stuck. A review of the event history log revealed 'improper shutdown' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the stuck, depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.